Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-11313. It was reported that the rotawire became stuck in the burr. The target lesion was located in a coronary artery. A rotawire and rotalink burr were selected for use. After completing the rotablation procedure, the physician attempted to remove both devices. Upon removal, dynaglide mode was activated; however, it was noted that the rotawire became stuck in the burr. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device lot number corrected from batch unknown to 0019218982. Device expiration date corrected from blank to 04/30/2018. Mfg site name corrected from blank to (B)(4) facility. Device manufactured date corrected from blank to 05/09/2016. Device evaluated by MFR: the device was received with the rotawire inside the catheter. The housing of the burr catheter was detached. The advancer knob was received tightened and in the mid-way position. There was contrast/saline on the end of the burr and rotawire. Inspection of the device revealed that the coil was kinked at the end handshake connection. The burr was soaked in hot water and then the rotawire was able to be removed with no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-11313. It was reported that the rotawire became stuck in the burr. The target lesion was located in a coronary artery. A rotawire and rotalink burr were selected for use. After completing the rotablation procedure, the physician attempted to remove both devices. Upon removal, dynaglide mode was activated; however, it was noted that the rotawire became stuck in the burr. No patient complications were reported and the patient's status was stable.